Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00211. After troubleshooting the issue, the fsr discovered that the occlusion knob bearing will have to be replaced. The fsr is sending the roller pump back to the manufacturer for further eval.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered that occlusion knob slips when occluding and un-occluding the roller pump. There was no pt involvement.